Manufacturer narrative:
Unit passed displacement test; it failed self test returning an unexpected pump error 63. Insulin pump error 63 is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had hardware low level failure alarm. Customer was able to clear the alarm and was able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.